Event description:
The customer reported that the system was not saving images to the hard drive. This was observed during an endo case. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep reloaded the workstation software with version 18.1 and replaced the s-arm with version 18.1. Both were provided with a kit. The rep reconfigured all the options on the system and saved several test images and cine run on the hard drive successfully. The system works as intended.